Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify: no". The patient's concurrent conditions included micturition frequency and grand multiparity. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), rash ("rash/skin condition, rashes"), skin disorder ("rash/ skin condition"), alopecia ("other injuries/symptoms:hair loss"), nausea ("other injuries/symptoms: nausea"), migraine ("other injuries/symptoms:migraine"), headache ("other injuries/symptoms:headache"), tooth disorder ("dental problems"), female sexual dysfunction ("apareunia"), dyspareunia ("dyspareunia"), inflammation ("complications during removal surgery? Other (nos)-inflammation"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), hypersensitivity ("allergic or hypersensitivity reaction"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), fatigue ("fatigue"), abdominal adhesions ("gastrointestinal or digestive system condition: adhesion of bowel to left side of abdomen"), cystitis ("infection (bladder/urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)"), vaginal infection ("infection (bladder/ urinary tract/vaginal)"), vaginal discharge ("vaginal discharge"), adnexa uteri pain ("ovarian pain") and abdominal pain lower ("lower abdominal pain") and was found to have weight increased ("other injuries/symptoms: weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, rash, skin disorder, weight increased, alopecia, nausea, migraine, headache, tooth disorder, female sexual dysfunction, hormone level abnormal, dyspareunia, inflammation, vaginal haemorrhage, menorrhagia, hypersensitivity, bladder disorder, urinary tract disorder, fatigue, abdominal adhesions, cystitis, urinary tract infection, vaginal infection, vaginal discharge, adnexa uteri pain and abdominal pain lower outcome was unknown. The reporter considered abdominal adhesions, abdominal pain, abdominal pain lower, adnexa uteri pain, alopecia, bladder disorder, cystitis, dyspareunia, fatigue, female sexual dysfunction, headache, hormone level abnormal, hypersensitivity, inflammation, menorrhagia, migraine, nausea, pelvic pain, rash, skin disorder, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: on (B)(6) 2014 and on (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2019: endometrial curettings, multiple pieces reddish-brown glistening soft tissue, aggregate 1.5 x 1 x 0.3cm. C. Bilateral fallopian tubes. Serosa pink-tan, prominent blood vessels, lumen appears patent. A fallopian tube received in 5 pieces, purplish tan, lumen appears patent. D. Essure, consists of 2 elongated metal wires measuring 6 x 0.2 and 12 x 0.2cm. Gross only. ¿concerning the injuries reported in this case, the following ones were confirming- events which are same in pfs & mr.¿ vaginal discharge, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 11-nov-2019: new pfs and mr received- new events added: abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction, bladder or urinary problems or changes, fatigue, gastrointestinal or digestive system condition: adhesion of bowel to left side of abdomen, infection (bladder/urinary tract/vaginal), vaginal discharge, ovarian pain, lower abdominal pain were added. Reporters information was added. Incident- no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('abnormal bleeding (menorrhagia)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify: no". The patient's concurrent conditions included micturition frequency and grand multiparity. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia/ apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2016, the patient was found to have weight increased ("other injuries/symptoms: weight gain") and experienced alopecia ("other injuries/symptoms:hair loss"), nausea ("other injuries/symptoms: nausea"), migraine ("other injuries/symptoms:migraine/ migraine/ headaches"), tooth disorder ("dental problems"), fatigue ("fatigue"), vaginal infection ("infection (bladder/ urinary tract/vaginal)"), vaginal discharge ("vaginal discharge") and endometriosis ("endometriosis"). In (B)(6) 2018, the patient experienced inflammation ("complications during removal surgery? Other (nos)-inflammation"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), rash ("rash/skin condition, rashes"), skin disorder ("rash/ skin condition"), headache ("other injuries/symptoms:headache"), hypersensitivity ("allergic or hypersensitivity reaction"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), abdominal adhesions ("gastrointestinal or digestive system condition: adhesion of bowel to left side of abdomen"), cystitis ("infection (bladder/urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)"), adnexa uteri pain ("ovarian pain") and abdominal pain lower ("lower abdominal pain") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (salpingectomy (bilateral) and ablation). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, female sexual dysfunction and dysmenorrhoea was resolving and the menorrhagia, abdominal pain, rash, skin disorder, weight increased, alopecia, nausea, migraine, headache, tooth disorder, hormone level abnormal, dyspareunia, inflammation, vaginal haemorrhage, hypersensitivity, bladder disorder, urinary tract disorder, fatigue, abdominal adhesions, cystitis, urinary tract infection, vaginal infection, vaginal discharge, adnexa uteri pain, abdominal pain lower and endometriosis outcome was unknown. The reporter considered abdominal adhesions, abdominal pain, abdominal pain lower, adnexa uteri pain, alopecia, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, endometriosis, fatigue, female sexual dysfunction, headache, hormone level abnormal, hypersensitivity, inflammation, menorrhagia, migraine, nausea, pelvic pain, rash, skin disorder, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2014, (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2019: endometrial curettings, multiple pieces reddish-brown glistening soft tissue, aggregate 1.5 x 1 x 0.3cm. C. Bilateral fallopian tubes. Serosa pink-tan, prominent blood vessels, lumen appears patent. A fallopian tube received in 5 pieces, purplish tan, lumen appears patent. D. Essure, consists of 2 elongated metal wires measuring 6 x 0.2 and 12 x 0.2cm. Gross only.. ¿concerning the injuries reported in this case, the following ones were confirming- events which are same in pfs & mr.¿ vaginal discharge, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jan-2021: pfs received. Event added: endometriosis, dysmenorrhea(cramping). Reporter's information were added. Events outcome were updated to recovering/ resolving for: pain, dysmenorrhea, apareunia. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify: no". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), rash ("rash/skin condition, rashes"), skin disorder ("rash/ skin condition"), alopecia ("other injuries/symptoms:hair loss"), nausea ("other injuries/symptoms: nausea,"), migraine ("other injuries/symptoms:migraine"), headache ("other injuries/symptoms:headache"), tooth disorder ("dental problems"), female sexual dysfunction ("apareunia"), dyspareunia ("dyspareunia") and complication of device removal ("complications during removal surgery? Other (nos)") and was found to have weight increased ("other injuries/symptoms: weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, rash, skin disorder, weight increased, alopecia, nausea, migraine, headache, tooth disorder, female sexual dysfunction, hormone level abnormal, dyspareunia and complication of device removal outcome was unknown. The reporter considered abdominal pain, alopecia, complication of device removal, dyspareunia, female sexual dysfunction, headache, hormone level abnormal, migraine, nausea, pelvic pain, rash, skin disorder, tooth disorder and weight increased to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2014, (B)(6) 2013. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received. Event injury was updated and new events: pelvic/abdominal pain, allergy: rash/skin condition, other injuries/symptoms: weight gain, hair loss, nausea, migraine, headaches, dental problems, apareunia, hormonal changes, dyspareunia, essure confirmation test(s) conducted, specify: no, complication of device removal were added. New reporter and plaintiffs information was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.